Manufacturer narrative:
The device was received for evaluation. The jaw assembly was returned with the right ring dislodged. During the functional investigation, the jaw assembly was clicked into the anastomotic instrument (ai) as intended. The knob of the ai was rotated to ensure the jaw assembly would function as intended within the surgical process. There were no observed functional malfunctions with the jaw assembly, however, visual inspection confirmed that the right ring was dislodged from the jaw assembly. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a coupler was missing a ring. This was identified prior to use. There was no patient involvement. No additional information is available.